Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the implantable cardiac monitor (icm) "never sent information" and does not work anymore. The icm remains in use. No patient complications have been reported as a result of this event.